Event description:
I had breast augmentation surgery in 2014. I received 280 cc textured gel textured gel silicone sientra implants under the muscle. In (B)(6) of 2017, I noticed a red mark on my right breast. I went to my plastic surgeon and he told me to get an MRI to check for a rupture. I went to my primary care physician and she treated me for ring worm. When the topical steroid for ring worm didn't work, she tried to write me a prescription for an MRI. My insurance company at the time wouldn't approve an MRI, so I had an ultrasound and mammogram instead. The ultrasound and mammogram were inconclusive. It was at that time my insurance company finally approved an MRI. I got an MRI with and without contrast. The MRI did not identify a rupture in either implant. However, the MRI did show that my axillary lymph nodes were enlarged on my right side. I had an ultrasound guided lymph node biopsy, which was benign. After the lymph node biopsy, I was referred to a dermatologist. The dermatologist tried a course of oral antibiotics, which did not help. Then he tried a course of topical steroids, which also did not change the condition of the "rash". During this time, the redness that started on my right breast had spread to my left breast and I started to develop severe pain in both breasts. Eventually, it was determined that the best course of action was to have a skin punch biopsy performed. A cylindrical tissue measuring 3x3x3 mm was biopsied and sent for fungal and bacterial pathology. Both cultures came back negative. I went back to my plastic surgeon and he said that I had grade IV capsular contracture. He contacted the implant MFR who said that maybe my rash was caused by wearing (B)(6) bras. Needless to say, I could not disagree more. I haven't worn a (B)(6) bra in over 2 years. I also have many other symptoms that are consistent with a condition-called breast implant illness. The primary symptoms are joint pain, fatigue, brain fog, the "rash", overheating, bacterial vaginosis, anxiety, and capsula contracture.